Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted: (B)(6) 2004.

Event description:
It was reported that the patient woke up and noticed significant swelling in their left arm. The patient took some old medication they had without improvement. The patient was then seen in the emergency department. The patient was found to have a left arm deep venous thrombosis. The leads remain in use. The patient is a participant in the (B)(6) trial. No further patient complications have been reported as a result of this event.